Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy and delivered within intended range. The event history log (ehl) review was performed. Event details and an event occurrence date were not provided, however a review of the last days of customer use in the history log revealed no abnormalities that could cause or contribute to the reported problem. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow accuracy test and over infused. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.